Event description:
Customer's family member reported testing customer with one freestyle meter and getting readings of 159 mg/dl, 157 mg/dl, and 236 mg/dl within a few minutes of each other. Reported comparison results vary more than 20%.